Event description:
During the eval, the spike of the transfer set was discovered to be cracked. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Eval summary: during the eval, an issue separate from which was reported was discovered. Results indicate confirmation of this event, a cracked spike. There has been corrective and preventative action taken relative to this matter, renq-CAPA-0031. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.